Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0104002 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f2203 captures the reportable event of imaging required.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted for a bile duct drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure. Reportedly, a CT scan performed sometime after the implant procedure, revealed the stent was not found, it migrated from the implant zone. Another ercp procedure was performed which confirmed the stent was not in the patient and another stent was implanted. Further medical imaging was ordered to ensure the stent exited the patient body. There were no patient complications reported as a result of this event.